Event description:
In 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving an unspecified error message. The sr medical surveillance specialist reviewed the recorded customer service telephone call and was able to classify the complaint based on the information originally provided. In 2009 at 11:30 am, the patient obtained an error message on the reported meter; he was unable to specify which error message occurred. One hour later, the patient experienced the symptoms of weakness, shaking, feeling 'wobbly' and he felt low. The patient administered self-treatment with glucose tablets and felt better afterwards; he did not seek any medical attention. The smss confirmed the patient claimed he took oral glucose in response to his symptoms. Troubleshooting revealed the patient's testing technique was incorrect, which can cause error messages. The issue was resolved with patient education. The meter, test strips and control solution were replaced. The patient was incorrectly applying the blood sample to the test strips. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue, and received treatment with glucose to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.